Event description:
Information was received from a trial patient in basic evaluation that started on (B)(6) 2017. It was reported that the patient has a urinary tract infection. The issue was not resolved at the time of the report. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.